Event description:
Hospira vented tubing came apart at the clave due to a defect in the tubing. Pt was receiving propofol infusion when a puddle of propofol was noted beneath pt's bed. IV tubing for propofol had come apart from itself and was leaking onto floor.